Event description:
A customer obtained elevated troponin (accutni) results for one patient. Upon repeat on an alternate instrument the accutni result was in the normal reference range. The elevated results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen is lithium heparin plasma without a gel barrier that is centrifuged at 4,200 rpm for 5 minutes. Qc was within specifications prior to the event. Qc performed after the event was out of specifications high. Hotline guided the customer through decontaminating the substrate system. A system check performed after decontamination met specifications. Calibration and qc run were performed and obtained results were within the customer's established ranges. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.